Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during patient care in the oncology care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the zero insertion force (zif) tail. The failed upstream sensor was replaced. (B)(4).